Event description:
It was reported that the patient presented to the emergency room after experiencing 8 high voltage therapies. The patient had recently received therapeutic radiation for her lungs. The right atrial lead exhibited noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.